Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loss of external power to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. It was reported that the patient passed away on (B)(6) 2024. At 04:52:41 and 04:52:49, power cable disconnect and low power hazard alarms activated, consistent with an interruption to ac power while the system controller was connected to the mpu. The backup battery was able to provide support to the system as intended. The losses of external power did not prevent the controller from supporting the pump while the driveline was connected. It is not known if the patient outcome was considered to be related to the device. Attempts to obtain additional event information were made, but no response was received. The root cause for the loss of ac power was not able to be determined via this investigation. The device history records were not able to be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient coded on (B)(6) 2024 and passed away. Log file review revealed low flow events on 24jul2024. There were low power hazard and no external power events on 24jul2024 between 04:52:41 and 04:52:54 caused by power to the mobile power unit (mpu) being interrupted. The driveline was disconnected on (B)(6) 2024 at 4:53:09 and the pump stopped. Prior to the driveline being disconnected, the pump was operating at speeds between the set speed and low speed limit.